Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation, the right atrial (ra) lead exhibited noise while the right ventricle (rv) lead exhibited an unspecified issue. Both ra and rv leads were explanted and replaced on (B)(6) 2025. The patient was recovering post-procedure.